Event description:
It was reported that during implant attempt, the lead was attempted and not used. It was also reported that the left ventricular lead failed to capture and was dislodged. The lead was explanted and a new lead implant was attempted. On the replacement lead, the physician was unable to get adequate thresholds in a stable position. No left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. All conductors distorted and stretched. Blood/body fluid in/on all conductors(not obstructed). Outer insulation pulled apart(overstress). Outer insulation breached cut and apparent explant damage. (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on all conductors(not obstructed).